Event description:
It was further reported that the vessel was non-calcified and non-tortuous with a lesion length of 15mm and reference vessel diameter of 4.0mm. Current patient status is reported as "doing well."

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. The patient presented with progressive chest pain and arm pain and is noted to have a inferolateral ischemia on stress testing. On coronary angiography, the y-graft - saphenous vein graft (svg) limb to the proximal left circumflex artery (plcx) had developed a severe stenosis of 90% distal to a non-bsc prior placed stent. Vascular access was gained via the right femoral artery with an unspecified 7f sheath. The svg-lcx was engaged with an unspecified ar-2 guide catheter and a 2.25x5.5mm filterwire ez was advanced into the distal plcx and deployed. The lesion in the distal svg was direct stented with a 4.0x20mm promus element plus ees at 16 atm. On cine angiography, after retrieval of the filterwire ez, proximal longitudinal stent compression which noted affecting the proximal third of the 4.0x20mm promus element plus ees and was confirmed on ivus. The physician then advanced a non-bsc coronary guide wire into the distal segment of the vessel and a 4.0x8mm promus ees was deployed at 15 atm in the proximal portion of the prior deployed stent. Final angiography revealed no evidence of dissection or perforation; there was timi 3 flow and 0% residual stenosis. The patient was discharged on clopidogrel for one year and asa for life.

Manufacturer narrative:
(B)(4).